Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six weeks after the implantable cardiac monitor (icm) was implanted, the patient had an infection described as redness, swelling and pus discharge. Additionally, it was noted that the incision was separated. The device was explanted. No further patient complications have been reported as a result of this event.